Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and performed service on the instrument. Fse removed plug from cap piercer wash drain line. Fse also found line was pinched on drain. Fse removed pinch and primed cap piercer to verify that line was draining correctly. Qc and sample were tested to verify operation. Fse determined additional cap piercer wash parts needed to be replaced. Fse returned on-site (B)(4) 2011. Fse returned to replace cts (closed tube sampling) arm assembly, shuttle and quad ring. Repairs were verified per established procedures.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting that fluid was leaking onto the tops of sample tubes. The customer could not locate exactly where the fluid was coming from but it is suspected that fluid maybe leaking from the cap piercer wash cup of the instrument. No injury was reported and no erroneous results were generated.